Event description:
The customer observed a falsely depressed hemoglobin result and adverse event occur for a patient on the cell-dyn ruby analyzer. The following data was provided with no units of measure: hgb=65 (normally runs at 100). The customer repeated specimen and kept getting 65. There was impact to the patient. The customer stated the patient may not have really needed to receive 3 units of blood, but they will not be able to confirm. No further patient or event details are known.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint information, a search for similar complaints, a review of labeling and service to the instrument. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Possible reasons for the issue the customer saw are: a pierced sample tube, aspiration issues, bent probe tip, a leak or a sample integrity issue. Complaint information reasonably suggests the instrument is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.